Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing low draw. No patient impact was reported. The following has been provided by the initial reporter: the blood collection tube was found to have insufficient negative pressure when used by the admission preparation center provider on october 11, 2023, and was immediately replaced with a new one for use, with no similar occurrences. There were no adverse consequences.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Retention samples could not be tested as the batch was expired at the time of analysis (expired31oct2023). Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for underfill/no fill bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing low draw. No patient impact was reported. The following has been provided by the initial reporter: the blood collection tube was found to have insufficient negative pressure when used by the admission preparation center provider on (B)(6) 2023, and was immediately replaced with a new one for use, with no similar occurrences. There were no adverse consequences.